Event description:
It was reported that this right ventricular (rv) lead exhibited chronically low pacing impedance measurements that eventually resulted in low out of range pacing impedance measurements less than 200 ohms. A health care professional (hcp) contacted technical services (ts) to inquire about programming alerts off in the remote home monitoring system for this condition. Ts discussed that the alert cannot be programmed off, however, will not duplicate the alert condition and clarified that a new alert is received when the condition is reset by interrogating the device with a programmer. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).